Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. Bci field service engineer (fse) evaluated the instrument, but found nothing wrong. The fse performed ion selective electrode (ise) "health check" testing and all passed. As of (B)(6) 2011, the customer has not reported any further incidents. Root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci), regarding a false high sodium (na) result generated by the unicel dxc 600 pro synchron clinical system for one patient's sample. The customer re-tested the sample on the lab's blood gas analyzer and obtained a lower result. The specimen was then rerun on the dxc 600 instrument and repeated result was lower. The elevated result was not reported out of the lab. Patient treatment was not affected.